Event description:
During acl reconstruction tibial anchor/spiked washer was used for tibial fixation of the graft. After the surgery the pt had developed an infected hematoma over the tibial scar. Revision incision was made and dr found out that the screw inside the tibial anchor loosened. It was confirmed the surgeon did not remove the screw set and washer during the revision procedure, "but they were retightened". The pt was treated for one week with oral antibiotics, drainage of the knee, and i.v. Therapy for the bacterial infection.